Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft was successfully implanted. The pt tolerated the procedure well and was taken to the recovery room. It was reported the following day the pt experienced massive myocardial infarction and expired.

Manufacturer narrative:
Eval: results: pt's condition affected effectiveness of device (previous heart issues). Inherent risk of procedure (death). Conclusion: device failure lack of effectiveness related to pt condition (previous heart issues).